Manufacturer narrative:
Mml#: (B)(4).

Event description:
The patient was reported to be unable to run therapy. On (B)(6) 2024, the clinical specialist troubleshot the issue and confirmed that all electrodes of the left lead had out-of-range/high impedance failure. The device was then reprogrammed to unilateral stimulation, and the patient could run therapy sessions. On (B)(6) 2025, the patient underwent revision surgery. The left lead was removed and intact, and a new lead was implanted without complications. There was no report of patient harm or injury. The lead assembly was returned and evaluated. The reported issue was verified. The analysis confirmed that lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the left stimulation lead. The patient's demographic information is not available.